Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. As received, the attachment could support the reported complaint however, a root cause could not be determined. Production and quality testing of the attachment was not performed as the device was not in working condition. The bur end bearing was stuck inside the head cavity. The bur end hearing retainer looked good. Microscopic evaluation revealed significant gear wear on head-tail assembly. Slight corrosion and lack of lubrication was observed on inner components. The lack of lubrication and gear wear may have caused friction and as a result, increase the instability and vibration within the head cavity causing the cap to unscrew but this could not be confirmed.

Event description:
In this event a doctor reported that the cap fell off of a midwest e 1:5 attachment during use. There was no injury or intervention.